Event description:
It was reported that the wires were broken. It was also stated that the patients lead has become disconnected from the ipg. Additional information was received that patient was having high impedances on the lead. It was also reported that it has not yet been confirmed if the lead is fractured or if the lead simply was not properly secured in the ipg header during the patients last procedure. Imaging was taken and appeared that the wires have not been taken of the lead.

Event description:
It was reported that the wires were broken. It was also stated that the patients lead has become disconnected from the ipg. Additional information was received that patient was having high impedances on the lead. It was also reported that it has not yet been confirmed if the lead is fractured or if the lead simply was not properly secured in the ipg header during the patients last procedure. Imaging of the lead had not been taken. Additional information was received that the patient underwent a lead replacement procedure and was doing well post-operatively.

Manufacturer narrative:
Exact date unknown, event occurred a year ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 5152004.

Event description:
It was reported that the wires were broken. It was also stated that the patients lead has become disconnected from the ipg.